Manufacturer narrative:
During the device evaluation, corrosion was discovered throughout the internal components of the device, including the motor, which is a probable cause of the reported bias current error. The device has been repaired, but it has not been returned to the user facility at this time.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the saw caused a bias current warning to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.